Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. To treat the low bg level, the customer consumed juice. Reportedly, the customer believes that the sensor session was not running at the time, and so the customer was unaware of the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.